Manufacturer narrative:
Continuation of d10: product ID b3301542m serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead product ID b3301542 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542m, serial/lot #: (B)(6), ubd: 25-jan-2025, UDI#: (B)(4); product ID: b3301542, serial/lot #: (B)(6), ubd: 23-dec-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the lead b3301542m 1.5mm 42cm marker deep brain stimulation and lead b3301542 1.5mm 42cm deep brain stimulation, the patient experienced inadequate control of tremor on both sides and was unable to find correct programming settings. Multiple unsuccessful programming attempts were made. As a result, a surgical intervention was performed to revise the lead placement for both brain leads. The issue was resolved following the surgical intervention.

Event description:
Additional information received from rep indicating that device status and symptom control remain unknown.

Manufacturer narrative:
Continuation of d10: product ID b3301542m serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead product ID b3301542 serial# (B)(6) implanted: (B)(6)2023 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.